Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert was found in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy, and tandem technical support decided to replace the pump. The caller was informed about the shipment of a replacement pump with updated software and given instructions on returning the defective pump.